Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d3; d6b; g1; h6.

Event description:
Healthcare professional reported left side defaltion. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation." This record is for the left side. Device remains implanted.